Event description:
It was reported that during a coronary stenting treatment procedure, deflation difficulties were encountered. The lesion being treated was an 80% stenosed, calcified, de novo, left anterior descending (lad) artery lesion. This was predilated with a 20 mm balloon. The balloon was inflated on the first attempt to 8 atms, successfully deploying the express2 mr 3.0 x 24 mm stent. The physician attempted to deflate the balloon, which occurred over 2 minutes, without any physician assistance. The pt experienced chest pain while the balloon was inflated. The balloon did deflate completely on its own after being inflated for 2 minutes, and was withdrawn intact from the pt. There were no reported pt complications and the final pt condition has been reported as stable. The procedure was successfully completed.